Event description:
It was reported that the patient was not able to get enough pain relief. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.